Event description:
It was reported that a patient was ¿oversedated because of the medicine¿ and was in the hospital at the time of this report. The healthcare professional (hcp) wanted the pump off so it was stopped and they wanted to resume it ¿later on today¿ if the patient was not sedated. The reporter stated that they thought that they had filled with 4,000 mcg/ml concentration at the last refill (2015 (B)(6)) even though this was not what they ordered. The reporter stated that they were ¿not sure that is what they received¿ but thought that might be the reason the patient was having symptoms. The medication was going to be tested to confirm what concentration they received from the pharmacy. The reporter noted that they did not want to perform a bridge bolus programming 4,000 mcg/ml as the old medication because, they were not sure that was the concentration that was in the catheter and pump tubing. The pump was used to infuse baclofen (compounded). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).